Event description:
The reporter reported patient had experienced a shocking sensation and patient was not good with timeframes. It was also noted that at this time patient was non-responsive, not talking and was not doing well. It was indicated that it was the patient¿s current health status and patient was in care facility. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v689334, implanted: 2011 (B)(6); product type lead. (B)(4).